Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the dirty light guide tube lens could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to dirty lg lens, service found the bending angle in up direction was out of specification due to wear of the angulation wire, there was a leakage due to deformed elevator channel plug, there was a crease on the display due to damaged charge-coupled device unit, the condition of the light guide bundle was not good, the light guide lens was creased, the adhesive on the bending section cover was broken, the connecting tube was creased, the suction cylinder was cut, the universal cord was creased, the electrical connector was corroded, and inside of the control unit was corroded. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that liquid was leaking from the k-pipe (part where the forceps elevator wire runs through) of the subject device. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the inside of the light guide lens (lg lens) was dirty. This report is being submitted for the malfunction found during device evaluation (dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information indicates the intended procedure was an unspecified diagnostic procedure. The procedure was completed without delay.